Event description:
It was reported that the patient presented for initial implant. During procedure, blood was noticed to be coming out of the pin of the right ventricular lead. An insulation anomaly was suspected. The lead was not used and another lead was implanted. Patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.